Event description:
It was reported that the programmer was "defective" and did not work. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that it was not possible to upgrade the programmer and that it experienced calibration problems.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.